Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, new patients and orders were not crossing to all stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, new patients and orders were not crossing to all stations. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture 11-sep-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of in this incident, it was determined that orders were not showing on the station. A technical support specialist (tss) informed the customer that the case would be assigned to the relevant specialist. The customer was advised to expect a response from the next available specialist who would assist accordingly. The customer acknowledged the update. Upon speaking with the customer, he stated that he was not aware of the issue and requested a follow-up on the email communication. Upon review, the messages were found to be current. The case was kept open for 24 hours while awaiting an update from the user.